Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were giving a low flow. Therapy was interrupted and the pads were replaced with a different set of pads. Therapy was resumed and completed with new set of pads.

Manufacturer narrative:
Received 1 set of 4 used arcticgel pads only. Per visual evaluation the trim pattern was correctly performed, the energy connectors were found free of damages and presented in good connection on all the pads. Per functional testing the pads were submitted to the flow rate test with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 for 10 minutes, the details are listed below: left chest pad: a total of 2.80 l/min m2 of flow rate were registered during the test. Left thigh pad: a total of 1.43 l/min m2 of flow rate were registered during the test due to the fact the pad was found to be overlaminated. Right chest pad: a total of 3.41 l/min m2 of flow rate were registered during the test. Right thigh pad: a total of 2.07 l/min m2 of flow rate were registered during the test due to the fact the pad was found to be overlaminated. According the test the flow rate is unacceptable on the right and left thigh pads, the other pads were found acceptable, the flow rate for this product must be above 2.4 l/min m2. The reported event was confirmed as manufacturing related. The lot # is unknown, therefore the device history record could not be reviewed. The instructions for use states the following: "once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.